Event description:
The handpiece head overheated during a tooth preparation procedure and the patient received a burn injury to their lip. The patient is reported to have healed normally without need for additional medical treatment.